Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Reportedly, the customer went to the emergency room and was treated with intravenous fluids. Multiple attempts were made by tandem¿s technical support to obtain the release date; however, no response was received.